Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer forgot to turn their carbohydrate feature on and accidentally delivered a 12 unit bolus instead of blousing for 12 grams of carbohydrates. Customer's blood glucose levels subsequently dropped low (56 mg/dl). Tandem technical support guided the customer through turning the carbohydrate feature on. Customer stated bg levels have returned to target range.